Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed flow verification: positive flow: actual tidal volume and flow verification: negative flow: actual tidal volume tests during testing. The device's flow sensor was replaced to address the issue. After replacing the part on the device, the following tests were performed on the device: final testing, battery and valve checks, run in tests. The device was confirmed to be operating properly. Afterwards, the device was cleaned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed flow verification: positive flow: actual tidal volume and flow verification: negative flow: actual tidal volume tests during testing. The device's flow sensor was replaced to address the issue. After replacing the part on the device, the following tests were performed on the device: final testing, battery and valve checks, run in tests. The device was confirmed to be operating properly. Afterwards, the device was cleaned. The machine flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor was replaced due to contamination.